Manufacturer narrative:
As gore was unable to determine which device was involved in the event if any; additional device(s) implanted include: tgu343415j/16155622. The instructions for use (IFU) for the gore® tag® thoracic endoprosthesis states: overlapped stent grafts in an aneurysmal section should be 1 to 2 sizes different in diameter with an overlap of at least 3 cm.

Event description:
On (B)(6) 2017, this patient underwent total arch replacement using a frozen elephant trunk technique with open stent for treatment of a thoracic aortic aneurysm. On (B)(6) 2017, the patient underwent endovascular treatment and two gore® tag® conformable thoracic stent endoprostheses were implanted to treat a residual aneurysm. On an unknown date, around (B)(6) 2020, enlargement of the aneurysm enlargement was confirmed (amount unknown). On (B)(6) 2020, follow up contrast computer tomography revealed a type iii-a endoleak from the overlap junction of the ctag devices. On (B)(6) 2020, the patient underwent reintervention and the overlap junction was relined with an additional ctag device. The type iii endoleak was resolved. The patient tolerated the procedure. It was reported that it seemed the junction leaks were thought to have been due to the 3 size difference of the originally implanted ctag devices.

Manufacturer narrative:
H6: code 213- a review of the manufacturing records for the device(s) verified that the lot(s) met all pre-release specifications.

Manufacturer narrative:
G3: additional/corrected information. H6: code 213- a review of the manufacturing records for the device(s) verified that the lot(s) met all pre-release specifications.